Event description:
The accounts biomed stated when the hi/low is all the way down and they place weight on the foot section of the bed, the hi/low will run up approx 5 inches.

Manufacturer narrative:
The tech isolated the issue to a missing shoulder bolt in the trend mechanism. He replaced the shoulder bolt to repair the bed.